Event description:
It was reported that the ilet was dropped, resulting in a cracked screen and an unresponsive touchscreen; the device was photographed, identified by serial number (B)(6), and a replacement process was initiated. Symptoms included no clinical effects. Outcomes included no change in therapy other than continued cgm use with a receiver or phone while awaiting the replacement. Investigation included collection of event details and device use information, review of images, and arrangements for return of the original device. Investigation of this case revealed physical damage to the display assembly consistent with user-inflicted impact, leading to loss of touch responsiveness and functional impairment of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.